Manufacturer narrative:
Discussion with personnel in the patient safety department confirmed that the siderail did not malfunction, but had not been locked in the up position by the nursing staff.

Event description:
It was reported that the siderail allegedly malfunctioned causing the patient to roll out of bed and hit their head on a side table. No patient information has been provided.

Event description:
It was reported that the siderail allegedly malfunctioned causing the patient to roll out of bed and hit their head on a side table. No patient information has been provided.

Manufacturer narrative:
The bed was evaluated and determined to be working to specifications, no defect was found. An alleged injury was reported to be associated with this event, however, the injury has not been confirmed and no details have been provided. A follow-up report will be submitted when more information becomes available.